Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2016. They underwent left knee revision surgery on (B)(6) 2023, approximately 7 years post primary procedure. Revision op report postoperative diagnosis: failed left total knee replacement secondary to wear of the articular surface. The femoral component was found to be well fixed without any evidence of loosening, and there was no osteolysis anywhere. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. H6 f6/f8: cleared the fields

Event description:
As reported by legal notification, the patient had an initial left tka on 2(B)(6) 2016. Due to worsening pain and instability, the patient is scheduled to undergo revision surgery on (B)(6) 2023. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and instability. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and instability could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.